Manufacturer narrative:
The returned device was evaluated. During evaluation, the device was able to power on using batteries. The device was able to enter in monitoring functions, but a few seconds later all the segments on the display turned off. It was found that corrosion on several components "u8", "u10" and "u10" of the system board. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
It was reported: "this device has some segments that are going out on both displays". No consequences or impact to patient was reported.

Event description:
It was reported: "this device has some segments that are going out on both displays." No consequences or impact to patient was reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation, the device was able to power on using batteries. The device was able to enter in monitoring functions, but a few seconds later all the segments on the display turned off. It was found that corrosion on several components "u8", "u10" and "u16" of the system board. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event., corrected data: additional manufacturer narrative updated from: the returned device was evaluated. During evaluation, the device was able to power on using batteries. The device was able to enter in monitoring functions, but a few seconds later all the segments on the display turned off. It was found that corrosion on several components "u8", "u10" and "u10" of the system board. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event. To the returned device was evaluated. During evaluation, the device was able to power on using batteries. The device was able to enter in monitoring functions, but a few seconds later all the segments on the display turned off. It was found that corrosion on several components "u8", "u10" and "u16" of the system board. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Device manufacture date was updated from "(B)(6) 2016" to "(B)(6) 2016".

Event description:
It was reported: "this device has some segments that are going out on both displays." No consequences or impact to patient was reported.